Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed and the legal manufacturer determined that there is no manufacturing, material or processing related cause for this failure mode. The missing pink rubber of the probe unit is presumed to have occurred when the ultrasonic probe unit/acoustic lens was peeled off due to an external force applied during transportation, storage, use, cleaning, etc., by rubbing the part in question strongly, etc. The phenomenon can be prevented by complying with the items described in the instructions for use. Therefore, it is believed that this phenomenon was caused by the handling of users. As stated on the IFU and as a preventive measure, the user manual states: warnings and cautions - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
In addition to the evaluation findings provided , it was found that there was a broken element on the ultrasound image. The cause of the distal end damage cannot be conclusively determined at this time, but user handling cannot be ruled out as a contributory factor. The device was serviced and returned to stock.

Event description:
This is an asset return, and during evaluation of the device, the pink probe at the distal end of the device was found damaged with cut. There was no patient involvement reported.